Event description:
It was reported that a call was received from the purchasing department of the hospital to report an event that occurred in the cath lab on (B)(6) 2014 during use. After the md inserted the intra-aortic balloon (iab) via femoral artery without issue the iab would not inflate in the middle of the iab. As a result, the iab was removed. A new kit was opened and inserted via the same insertion site successfully and the intra-aortic balloon pump (iabp) therapy went on as planned. There was no report of pt death, complications or injury. The time of delay or interruption was the time to remove and replace the iab. There were no pumps strips generated. The pt outcome is no harm to the pt.

Manufacturer narrative:
(B)(4).